Manufacturer narrative:
Additional information the following information was received: tissue plasminogen activator (tpa) resolved the issue. The purge pressure is now above 4. Hematoma has been resolved.

Manufacturer narrative:
D4 serial number and UDI were updated to remove the leading 0s.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the impella cp.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 81-year-old female patient with a past medical history of coronary artery disease (cad), diabetes, and renal insufficiency, presenting in heart failure/cardiogenic shock, cardiomyopathy, in scai stage d shock, on multiple inotropes and vasopressors, prior to initiation of support. The impella 5.5 was inserted as an escalation of therapy from an impella cp. While the patient was in the intensive care unit (ICU), there a hematoma at the surgical site. Manual pressure was applied along with a pressure dressing. No blood products were given and heparin was temporarily paused while the activated clotting time (act) came down. The following day, there was a purge blocked alarm. Tissue plasminogen activator (tpa) started. The post-procedure outcome is unknown. The impella functioned at p-6 at 3.9lmin as intended. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements. Thrombus formation can cause a purge blocked alarm and create a blockage that restricts the flow of purge solution. This can occur due to inadequate anticoagulation and is often corrected by using tpa.

Manufacturer narrative:
The investigation was completed. Investigation summary: high purge pressure: the cause of the issue was not established as no product or logs were returned for analysis. Hematoma/access site adverse event: the cause of the issue was not established as limited information was provided.

Manufacturer narrative:
The investigation is still ongoing.